Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The customer reported to have replaced the graphic user interface (gui) cpu pcb. Covidien was not authorized to svc the device. The covidien customer support engineer (cse) was only authorized to upgrade the software to the current version. The unit passed extended self-testing.